Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon inserted and removed a 13.2mm vticm5_13.2 implantable collamer lens, -10.00/+1.0/091 (sphere/cylinder/axis), within the same surgery due to the lens was implanted upside down and the lens tore. There was a lot of edema after the surgery. There was significant reduction of endothelial cell count or cell loss. The cause of the event was due to user error - probably the lens was not loaded properly (a bit "twisted"). The icl unfolded wrong in the eye. Probably the endothelium was damaged while removing the icl. The surgeon decided not to implant another icl lens, the patient will continue with a cl in this eye.